Event description:
Customer reported via phone, she was attempting to fill the tubing and the insulin pump alarmed no delivery five times and then motor error. Customer's blood glucose was 57 mg/dl. Customer was changing the site because the previous one was bad. Troubleshooting was performed for the motor error. Alarm occurred during prime after the no delivery alarms. The device was not exposed to an MRI or magnetic field. Customer doesn't use the sensor feature and was unable to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.